Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2019 due to a fracture.

Event description:
New information received indicated that patient presented to the hospital on (B)(6) 2019 for recurring near syncope episode. Data was reviewed revealing oversensing noise, inhibiting ventricular pacing. Lead fracture was suspected. Patient was fine during and post procedure.